Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the image provided from the field, it is evident that the tip of the device was broken off. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/11/2024, it was reported by a sales representative that 2 qty of ar-1923bc failed. The first ar-1923bc implant tip broke while the 2nd ar-1923bc implant eyelet broke before insertion. This occurred during a bankart surgery performed by dr (B)(6) on (B)(6) 2024. It was also reported that the surgeon decided to mallet the metal tip of implant in as he could not remove it. A new implant was used for the one with a broken eyelet. The procedure was completed successfully.